Event description:
Complainant alleged that while attempting to treat a patient during a code, the device displayed "defib fault 72" and defib fault 80" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.